Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: visual analysis of the device indicated no defect observed. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: 5. Precautions. Juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened. Or damaged. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use. B. Health care professional instructions. 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of one syringe of juvederm® ultra plus xc had ¿the product stopped coming out of the needle and out of the sides of the needle around the luer lock.¿ patient contact was made. No injury to patient, injector or staff was reported.